Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery errors including low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing or in the insulin pump trace download. Software error noted in the formatted history file due to software error.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that during a delivery bolus they saw a battery error on the insulin pump. After changing the battery, they received a software error detected alarm. The customer¿s blood glucose level was 187 mg/dl. The device passed the auto-test. The device will be replaced and returned for analysis.